Manufacturer narrative:
A review of tickets determined no increase in complaint activity for lot 95261ui00, but a trend was identified for the issue under review. Return testing was not completed as returns were not available. Historical performance in the field of architect total b-hcg reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 95261ui00 is comparable with all other lots in the field within established baselines, confirming no systemic issue for the lot. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Per product labeling, inadequate centrifugation or the presence of fibrin or particulate matter in the sample may cause an erroneous result. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg, lot 95261ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided.

Event description:
The customer reported false positive architect b-hcg results on one patient. The results provided were: on (B)(6) 2019 sid (B)(6) = 2611.05miu/l (>/=25.00miu/l = positive)/ retested on (B)(6) 2019 = <1.2miu/l(</=5.00miu/l = negative). There was no reported impact to patient management.